Manufacturer narrative:
Through follow-up it was learned that this event has already been captured and reported under MDR 9614546-2016-00635. No further information will be provided. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens was explanted from a female patient's eye due to (unspecified) issues with her lens. The physician exchanged her lens with another unknown lens. No further information was provided.